Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the touch screen of the device was not working as expected; the bezel shield assembly was replaced. The device passed final functional and system tests.

Event description:
It was reported that a portion of the lower display screen of the programmer was more or less sensitive to the stylus touch-pen; changing out the pen did not resolve the issue. The programmer has been returned to service. There was no patient involvement.